Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 14-jan-2025. A review of the device history records confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot e25244. Section e1: reporter update.

Event description:
Na.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 16-jan-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant false positive result on a 77 year old patient. There was no patient information, nor details the surrounding the event at the time of this report. Return product is not available for investigation. Method: date: tested: result: sample: pos/neg: I-stat, on (B)(6) 2025, 12:39, 0.68 ng/ml, a, pos, lab, on (B)(6) 2025, ni, 9.7 pg/ml, a, neg, I-stat, on (B)(6) 2025, 17:30, 0.00 ng/ml, b, neg, I-stat, on (B)(6) 2025, 17:59, 0.01 ng/ml, b, neg. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. Per I-stat system manual: art: 715595-00v, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).